Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon turning on the cycler to remove the supplies, fluid spilled out when the cassette door was opened. Patient's effluent remained clear and patient is fine. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within the past three months. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.